Manufacturer narrative:
Block d4 and h4 have been updated based on additional information received on may 15, 2025 block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurately.

Event description:
Note: this report pertains to one of two alliance ii inflation syringes used in the same patient and procedure. It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, when inflating the balloon, the gauge did not register a pressure reading (atm). Fluid was drawn into the balloon and was confirmed on the fluoroscopic screen; however, no pressure reading was displayed on the gauge. A second syringe device was attempted to be used but it also did not have a pressure reading on the gauge. The procedure was completed with a third alliance ii inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurately.

Event description:
Note: this report pertains to one of two alliance ii inflation syringes used in the same patient and procedure. It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, when inflating the balloon, the gauge did not register a pressure reading (atm). Fluid was drawn into the balloon and was confirmed on the fluoroscopic screen; however, no pressure reading was displayed on the gauge. A second syringe device was attempted to be used but it also did not have a pressure reading on the gauge. The procedure was completed with a third alliance ii inflation syringe. There were no patient complications reported as a result of this event.